Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a replace battery now alarm less than 10 hours after receiving a low battery alert. Their blood glucose was 116 mg/dl. This is the second time that the replace battery now has occurred. Customer was advised to discontinue use of the pump and that it would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operational currents within specification and passed self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error, low battery alert, power loss alarm, replace battery alert, replace battery now alarm and failed battery test alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, low battery alert, power loss alarm, replace battery alert, replace battery now alarm and failed battery test alarm due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with missing serial number label. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay texture damaged.